Manufacturer narrative:
Device was received and evaluated. Evaluation determined that the device was found with deep cut on the pink rubber probe unit. In addition, the device control knob output was observed with low tensions. The identified parts were replaced and device was repaired. Once completed, the device was tested and passed all required testing and specifications. Based on evaluation findings the reported issue was found to be due to damaged pink probe unit. The root cause of the damaged is unknown. Probable cause could be due to normal wear and tear and or user handling issue. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during receipt inspection the device was found, suspected with a damaged transducer. There was no patient involvement on this event reported. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: g4, g7, h2, h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation, it was presumed that external force was applied to the distal end. It is presumed that this event was caused by applying external force to the distal end. As stated on the IFU (instruction for use) the user manual states: do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. This could cause abnormalities in the visual and/or ultrasonic images. Olympus will continue to monitor complaints for this device.